Event description:
It was reported by the nursing team of the arrhythmia unit (no name provided) that this pacemaker recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. It was also noted that despite having more than one year of battery remaining, the device was pacing at 95 beats per minute (bpm) in vvir mode, which was not the expected programming. Subsequently, the patient underwent a revision procedure, and this device was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported. Additional information: this product was returned, and analysis was completed. This report is updated with the product investigation results.

Manufacturer narrative:
Please note: the below additional manufacturer narrative has been updated/corrected since previous report submission. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of device memory confirmed a low voltage alertcode 1003) was recorded. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population. Analysis determined the first recorded instance of code 1003 occurred on 01/03/2025. As such, the event date has been modified from 01/13/2025 to 01/03/2025 accordingly.

Event description:
It was reported by the nursing team of the arrhythmia unit (no name provided) that this pacemaker recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. It was also noted that despite having more than one year of battery remaining, the device was pacing at 95 beats per minute (bpm) in vvir mode, which was not the expected programming. Subsequently, the patient underwent a revision procedure, and this device was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported. Additional information: this product was returned, and analysis was completed. This report is updated with the product investigation results.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported by the nursing team of the arrhythmia unit (no name provided) that this pacemaker recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. It was also noted that despite having more than one year of battery remaining, the device was pacing at 95 beats per minute (bpm) in vvir mode, which was not the expected programming. Subsequently, the patient underwent a revision procedure, and this device was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported. Device return is expected.